Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14 fr esheath+, when the esheath+ was removed after deployment it was notice that the tip of the esheath+ was missing. While checking with an echo, the area where the fragment was likely to remain was surgically opened and it was confirmed that the fragment was outside the blood vessel, and it was retrieved. The access vessel minimum luminal diameter was 5.5mm. The access vessel calcification was moderate, and there was mild tortuosity in the access vessel. No patient complications were reported.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation. Investigation findings, and investigation conclusion. As addition was made to h.6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination, a sheath shaft curvature was noted. The liner was fully expanded as designed. There was a minor kink approximately 5.75" from the distal tip, a radial tip tear along the distal liner edge with component separation, hdpe stretching along the distal tip tear, and a separated distal tip piece was returned. All score lines were present, and there were deep scratches on the distal shaft. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaints for sheath distal tip torn and resistance between system components were confirmed through evaluation of the returned device and device imagery. Available information suggests that improper tip expansion and/or patient factors (calcification) likely contributed to the event, as ''moderate'' calcification was reported and scratches were observed on the distal sheath shaft. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicate that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted or constrained condition at the distal sheath shaft, increasing resistance during system advancement and tearing the tip. The complaint of system components separate during use was confirmed through evaluation of the returned device and device imagery. Available information suggests procedural factors (high push/withdrawal forces) likely contributed to the event, as it was reported, ''there was resistance during the insertion of delivery system and when removing the ds from the esheath. An echo showed what appeared to be a fragment, and the fragment was found outside the blood vessel during an attempt to surgically remove it.'' High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it to separation. High withdrawal forces during retrieval of the ds/crimped thv may promote separation of the torn tip if compounded with non-coaxial withdrawal angles. The torn tip may also catch on access vasculature during sheath removal, leading to sheath retrieval difficulty and/or the possibility of distal-tip separation via high withdrawal forces per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device imagery provided by the site revealed a radial tip tear along the distal liner edge, with separation of the distal tip piece. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.